Event description:
Physician drew up b12 from vial without problems. The needle insertion went fine but when trying to administer the medication the medication leaked out of the hub. It looked as if there was a crack in the hub. The needle was withdrawn and a new syringe was used.